Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The interstim was fitted 3 years ago and never worked, stated had a broken interstim implanted and needed explant.